Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
Customer reports that piston in insulin pump was pushing all the insulin out while not detecting reservoir during priming. Customer states insulin leaked out when attempted to prime. Customer's blood glucose was 100 mg/dl. Customer was not able to exit the "preparing to prime loop". Customer was advised to press act button until he heard second series of beeps and or saw numbers on lcd screen; customer did not hear beeps nor saw numbers. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.